Event description:
Consmer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. A few days later consumer had redness and swelling at the site. Sought medical treatment and was treated with antibiotics. In 2000 consumer was admitted into the hospital for incision and drainage of the site and was treated wtih IV antibiotics. Consumer was released with antibiotics continued at home.